Event description:
Caller reported a series of alarms, specifically alarm 2 followed by alarm 26. There was no adverse impact to the customer¿s blood glucose level. The customer contacted the health care provider for alternate method of insulin therapy.